Event description:
Patient ID: (B)(6). This is filed for stroke. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 2+. On (B)(6) 2021, the patient was re-hospitalized with groin bleeding, unrelated to the mitraclip device. The patient began to exhibit stroke systems. Magnetic resonance imaging (MRI) of the brain revealed multiple relatively acute infarcts. Medication was administered to treat the stroke and the event resolved without sequela on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stroke is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. Based on available information, the reported stroke is due to procedural conditions. The reported hospitalization and medication are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.b5: description of event.

Event description:
It was stated that the patient exhibited stroke systems, but it should have been reported as stroke symptoms.